Manufacturer narrative:
The reported event was confirmed based on the functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to a defective load cell. Functional testing of the platform during initial power up revealed a user advisory (ua) 2 (compression tracking error) error message on the display screen. A load characterization check was performed and found that load cell 1 was defective. Following replacement of the load cell, the platform was further tested and passed all functional testing criteria including further load characterization check. The platform operated using a light resuscitation test fixture with continuous compression without errors and met all required specifications. Review of the archive data confirmed the reported ua 2 error message. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The autopulse platform is a reusable device and was manufactured in 05 feb 2008.

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 2 (compression tracking error) error message. According to the reporter, the issue occurred during demonstration while the platform was tested using a mannequin. The platform is a demo unit. No further information was provided.